Event description:
Exiting stent from guiding catheter into "shepards crook" tortuous right coronary artery stent dislodged from balloon and embolized into proximal right coronary artery. After contrast was injected stent was dislodged further and embolized in the aorta.